Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump compromised force sensor alarm occurred during reservoir change and the drive support cap was flushed. Customer's blood glucose level was 140 mg/dl at the time of incident. The insulin pump will not be returned for analysis.